Event description:
The patient reported experiencing a recent increase in seizures, as well as an increase in depression. Attempts for additional information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date.